Event description:
A customer contacted global technical service regarding a check patient line alarm which occurred on the home choice (hc) during the initial drain. The care giver (cg) stated that she had changed out the cassette but not the solution bags. The baxter technical service representative (tsr) informed the cg that when starting over with new supplies, all the supplies need to be changed out and not just the cassette. The tsr informed the cg to start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that she was not aware of the event, but that the patient usually reports all problems to the clinic. Bps explained the patient's use error. She stated that the patient was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for was confirmed because it was reported that during trouble shooting of an alarm situation, the patient only switched the cassette and reused the rest of the disposable supplies. The cause was undetermined.